Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1 a2 a3 a4 b4 d4 g3 g6 h2 h11.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d9;g3;h2;h3;h4;h6. H6: component code: mechanical (g04) - rasp. Product was returned and evaluated. Visual review of the returned broach identified broach cutting teeth were dull and worn. Flat surface around the etch showed indentations and gouge damage from previous uses. Post was confirmed fractured from the broach; however, post was not returned for review. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, conformed to product specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure, there was a clean fracture of the tip of the broach. No consequences or delay to the patient. Extraction of the broach was completed using the sledgehammer included in the ancillary equipment. There is no additional information available at the time of this report.